Event description:
The customer reported a malfunction on the pump, but no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.